Event description:
It was reported that during a lobectomy procedure, the jaw would not open after the firing. As the surgery was open, the tissue was cut off with a surgical knife and the device was removed from the pt. Add'l suture was performed. There were no adverse consequences to the pt. Reinforcement material was not used.

Manufacturer narrative:
Date sent: 09/09/2009. Eval summary: the device was returned with the closing trigger and anvil closed. A reload was received loaded on the device and void of staples. Upon further inspection of the device, a mcm clip was found lodged in the cartridge knife slot preventing the knife from returning completely and the anvil from opening. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The clip was removed, and the device was tested for functionality with a test reload; the functional test demonstrated the device fired, cut and formed all staples as intended. However, the cut was jagged due to a damaged knife. Although we are unable to conclude exactly how the damage to the knife occurred, a possible cause is firing across hard objects. The device opened and closed as intended. Please note that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipment. A batch record review was performed and no anomalies were found during the mfg process. Jammed clip.